Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the o2 gas module and the air gas module were replaced but not returned for investigation. No device log files have been received. As no goods or log files were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer's ref #: (B)(4).